Event description:
The pt was seated in a classroom and attempted to stand up. Pt felt something in their leg that "was not right", and was brought to the local hosp. The x-ray evaluation confirmed that the hip stem was fractured. Revision hip surgery was performed on event date to replace the fractured hip stem that was initially implanted in 1998.